Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Maude event report voluntarily submitted by patient and received from FDA indicates that patient underwent total right hip arthroplasty in 2006 and total left hip in 2007. The patient states that he has been in more pain than prior to the surgeries, and is unable to stand from a sitting position without assistance and extreme pain. Update: patient revised for pain, xray showed loose stem. Update 1/25/2012: the patient experienced severe pain and discomfort and inflammation in his left and right thighs and groin. He also experienced a popping and snapping sensation in his hip-joints when walking or moving to and from a sitting position. Update rec¿d 10/10/2012: confirmed loosening of the femoral stem. There is no new additional "infomration" that would affect the existing MDR decision. The complaint was updated on: 05/08/2014. Update ad 27 jun 2018: in addition to what were previously alleged, ppf alleges fracture (bone).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).